Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that during an inspection of incoming goods on 25apr2018, three (3) pieces of c5602 cusa excel 36khz disposable wrench were rejected because a foreign material was noted. There was no patient involvement.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The three returned units were received in the original packaging trays and were found completely sealed. The seal area of the trays was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. Each unit had a posting note pointing the location where the foreign material was observed. DHR review did not reveal any anomalies that could cause the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. No quality event was generated for the mentioned lot. 1st unit evaluation: the visual evaluation, where the posting note was pointing, did not detect any foreign material. However, a thorough evaluation through the packaging tray of the 1st unit detected one (1) black particle adhered on one side of the tray. The tray was opened and was confirmed that the particle was loose; not embedded. The cap of the unit was removed to evaluate the internal components and their conditions. All components (plastic hub, metal hex, o-ring, metal springs) were present and in good conditions. Several black particles were observed from inside of wrench likely the one observed on the tray compared under microscope. The foreign material condition was confirmed. 2nd unit evaluation: a visual evaluation of the 2nd unit through the packaging tray and even opening it, did not discovery any foreign material. The foreign material condition was unconfirmed. 3rd unit evaluation: the visual evaluation, where the posting note was pointing, did not detect any foreign material. However, a thorough evaluation through the packaging tray of the 3rd unit detected one (1) black particle between the tyvek lid and tray. The tray was opened and was confirmed that the particle was loose; not embedded. The cap of the unit was removed to evaluate the internal components and their conditions. All components (plastic hub, metal hex, o-ring, metal springs) were present and in good conditions. Several black particles were observed from inside of wrench likely the one observed between tyvek lid and tray compared under microscope. The foreign matter condition was confirmed. The reported condition was confirmed in two (2) of three (3) returned units. The particles found inside the packaging trays are very similar compared with ones obtained from inside of the units. These black particles do not affect the product functionality or its intended use and neither has adverse impact to the patient or user. Previous investigations determined that these black particles come from inside of the device due to a consequence of the torque test performed at the wrench¿s supplier. Each wrench device is submitted to this test as part of the product specification. During the torque test, the black particles are generated due to the friction of two (2) internal components of the device: the black plastic hub and the metal springs. The springs shave the surface of the black plastic hub during the test being accumulated inside the device. During the transportation of the product to the customers, those particles can come out due to the vibration and fall in the packaging tray. As part of product enhancements, three (3) holes of the welded cap were closed and the gaps between the metal hex and wrench¿s housing were reduced by incorporating an o-ring between the plastic hub and welded cap of the product. The enhancements have reduced the incidence of black particles within the packaging trays of cusa wrench products.